Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's issue was unable to be duplicated in testing. The downstream occlusion sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that cadd solis vip pump' downstream occlusion failed and that the pump wont alarm. The pump failed during normal pump testing.